Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet console was not working properly. The new versajet hp was changed and there was no light up when connected to the console. Physician decided to operate by conventional method by using surgical knife. Surgery time was not more than 30 minutes and no delay occurred.

Manufacturer narrative:
The device was not returned evaluation, the reported event cannot be confirmed. A documentation review has been conducted. There are previously reported events of this nature recorded, corrective action is currently in the effectiveness stage. The correct action, provided updates to the instruction for use, relating to interlock and priming issues. The manufacturing records and process reveal no insight nor contributory factors regarding the reported event the device records confirm that this device was release compliantly. The associated risk files contain relevant data mitigating the event, which is further delineated within the instruction for use, which clearly states to ensure that the system is fully operational prior to anesthesia being administered. Factors that may contribute to the event include device requires servicing. No manufacturing quality concerns have been observed, therefore no further corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends.

Manufacturer narrative:
H3, h6: the device that was intended for use in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. Factors that are known to contribute to the alleged fault/failure may be a component failure or connection issue. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.